Event description:
It was reported that the patient had seen an elective replacement indicator message. A manufacturer representative sent her a new programmer to see if it would solve the issue. The patient was later reprogrammed, and stimulation was working fine until she was on her way home. The patient reported an end of service / end of life message, and her programmer and recharger screens were blank and she was unable to communicate with either. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance on (B)(6) and her concerns were resolved.

Manufacturer narrative:
Lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708120, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).